Event description:
Information was received from a consumer who reported recharging difficulties due to the patient¿s progressing parkinsons they also have dystonia problems where their toes are bent, and they cannot unbend them. It was mentioned when the patient is tired their left side shoulder slopes down and is not level, so the left side was difficult to charge resulting in only getting a good connection sometimes with receiving a message about this resulting in it taking a longer time to connect, the right chest stimulator charges fine. The patient met with a manufacturer¿s representative (rep) who confirmed a good connection with their equipment and reviewed some best recharging practices. The consumer said following a health issue the staff at the hcp office told them, something happened during the incident that caused their dbs to take "a hit" and caused their dystonia (toes/ shoulder symptoms). The staff member said the left side has an impingement on a node but it's ok because it is a node that is not needed. The consumer mentioned sometimes the patient¿s ¿brain disconnects¿ because of their parkinson¿s.

Manufacturer narrative:
Section d10 references: product ID: 37603, lot#serial#: (B)(6), implanted: on (B)(6) 2018, product type: implantable neurostmulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.